Manufacturer narrative:
Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in used condition. The customer reported product problem (leak from the reservoir) was confirmed during functional testing. The leak resulted from a crack in the water tank that was attributed to normal wear and tear. The investigator also found the following worn/outdated components: line cord, dual thermistor, drain valve, insulator, and main pcb (outdated). The pcb was upgraded and the aforementioned components were all replaced.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system had a leak in the main reservoir/chamber. There was no reported adverse event.